Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 3 functional mitral regurgitation and a chordal rich anatomy for a mitraclip procedure. A mitraclip was implanted successfully. The final mr was grade <1. There were no clinically significant delays or adverse patient effects reported. On (B)(6) 2025, during the follow-up transthoracic echocardiogram a possible single leaflet detachment was noted. No treatment has been reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and a cause for the reported single leaflet device attachment could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a